Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown; requested but not provided. Date of event: unknown; requested but not provided. Model number and serial number: unknown, information was requested but not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. Implant date: if implanted, give date: unknown, information was requested but not provided. It is unknown if the lens was implanted. Explant date: if explanted, give date: unknown, information was requested but not provided. It is unknown if the lens was implanted/explanted. Initial reporter name and address: establishment name, address 1 and 2, city, state, province, or territory, post office or zip code, telephone number: unknown, information was requested but not provided. Device manufacture date: unknown, as the serial number was not provided. Device evaluated by MFR: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was injected, the "handle" was amputated. No further information was provided.